Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a transcatheter arterial embolization (tae) procedure of the gastroduodenal artery (characteristics of the vessel and the target aneurysm were unknown), the physician experienced a slight resistance while pulling back the rapid transit 150cm w/ext microcatheter (601-251/ 15402965) from the parent catheter (brand, size unknown). When it was out of the body, he found that the distal end of the microcatheter was damaged. It seemed like fractured. Therefore, the product was replaced with a new one (601-251, lot# unknown). Afterwards, the procedure was completed with no further issues. There was no patient injury reported. Constant fluoroscopy was performed at all times, and a constant and dedicated saline source was utilized at all times. No kinks or bends were noticed on the microcatheter that may have contributed to the event. During insertion, the y connector was opened sufficiently to allow the passage of the microcatheter. After removal from the patient, besides the reported events, no other damages were noticed on the microcatheter. No additional information is available. A non-sterile microcatheter rapid transit was received coiled inside of a plastic bag. The hub was inspected and presented no damage. The microcatheter (mc) was damage at the distal end. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. The distal end of the mc was observed under a microscope and a cracked condition was confirmed and an elongation was observed. The functional analysis could not be performed due to the mc damage. The od from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The returned rapid transit microcatheter was confirmed to be cracked. Although functional testing for the reported resistance/friction could not be preformed due to the returned condition, the od of the catheter was within specification. Based on the analysis and device history review, there is no indication that the resistance/friction or catheter damage is manufacturing related. It is possible that procedural factors may have contributed; however, based on the available information no root cause conclusion can be made. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile microcatheter rapid transit was received coiled inside of a plastic bag. The hub was inspected and presented no damage. The microcatheter (mc) was damage at the distal end. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The distal end of the mc was observed under a microscope and the cracked condition was confirmed and an elongation was observed. The functional analysis could not be performed due to the mc damage, and the od from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- cracked" was confirmed since the received product condition. It is possible that procedural/handling factors may have contributed to this damage. However it does not appear to be manufacturing related. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. The reported failure as "catheter- resistance/friction-outer body" was not confirmed since during the dimensional analysis the device meets with the od specifications. The cause of the failure experienced by the customer could not be conclusively determined; however it does not appear to be manufacturing related. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a transcatheter arterial embolization (tae) procedure of the gastroduodenal artery (characteristics of the vessel and the target aneurysm were unknown), the physician experienced a slight resistance while pulling back the cath rapid transit 150cm w/ext microcatheter (601-251/ 15402965) from the parent catheter (brand, size unknown). When it was out of the body, he found that the distal end of the microcatheter was damaged. It seemed like fractured. Therefore, the product was replaced with a new one (601-251, lot# unknown). Afterwards, the procedure was completed with no further issues. There was no patient injury reported. Constant fluoroscopy was performed at all times, and a constant and dedicated saline source was utilized at all times. No kinks or bends were noticed on the microcatheter that may have contributed to the event. During insertion, the y connector was opened sufficiently to allow the passage of the microcatheter. After removal from the patient, besides the reported events, no other damages were noticed on the microcatheter. No additional information is available. The product will be returned for analysis.